Event description:
Dealer states user is on vacation, and she said it runs fine at first, then starts to pulse on the exhale, then when it starts doing that, it stops pulsing all together. She said user said it takes about 10 min. For it to shut down as well. She said user said it is not alarming.